Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were receiving a bolus entry timeout alert. The customer had high blood glucose. The customer¿s blood glucose level at the time of the incident was 460 mg/dl. The customer¿s current blood glucose level was 154 mg/dl. They treated with a manual injection. They declined troubleshooting for the high blood glucose. The device will not be returned for analysis.